Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative who reported that the patient experienced withdrawal symptoms related to the event. The patient was taken to surgery and during surgery it was found that the catheter was no longer in the epidural space. There were no environmental, external, or patient factors that may have led or contributed to the issue. The entire catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported they were unable to aspirate the catheter access port (cap) during a dye study procedure. It was noted that for about six months, the patient stated that they have noticed a difference in their therapy. There was no known factors that may have led or contributed to the event. Diagnostics/troubleshooting performed included attempting to aspirate the catheter prior to a dye study, but was unsuccessful. Actions/interventions included the patient would be sent to surgeon for possible catheter revision. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. The event date was (B)(6) 2020. No further complications were reported/anticipated.